Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a motor disconnect fault was confirmed via evaluation at the european distribution center (edc). The returned centrimag motor (serial number (B)(6)) was connected to a test console and upon powering on, an m1: motor stopped alarm was active. No further testing was performed, and the unit was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded centrimag motor was tested alongside known working test centrimag equipment and an m1 alarm was reproduced. The integrity of the wires in the centrimag motor cable was tested, revealing that the a2- wire, output current of the bearing phase a2, was shorting to shielding. The motor cable jacket and inner layers were removed, and visual inspection revealed the black (a2-) wire¿s insulation was damaged the root cause of the reported event was determined to be damage to the motor¿s cable which resulted in damage to its inner wires; however, the root cause of this damage was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual (rev. A) section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 11.1 ¿ "appendix I ¿ primary console alarms and alerts", cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use (rev. A) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during preventative maintenance testing, the centrimag motor repeatedly displayed disconnect fault although the motor could be seen powering up. The staff was informed, and the motor was segregated. There was an audible beep and a displayed alarm message.